Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (con) information was received from a family/friend regarding a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that the patient was in tremendous pain when walking. The patient reported they had a fall two weeks ago that could be the cause of pain. Patient also mentioned it gives them a shock when they put the charging antenna on and starts a charge. No further complications reported and/or anticipated at this time.